Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and tones were not emitted with magnet application. In addition, this transvenous implantable lead had blood in the insulation. The device was replaced and a max energy shock was delivered through the lead. An out of range shock impedance message was displayed. The lead will be extracted and returned with the device. It is suspected that the lead may have shorted the device. The replacement device remains in service.